Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional testing of the device and a visual inspection. Upon conclusion of the investigation, the cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event. It was not reported during what process the even occurred. There were no patient symptoms reported. The technical service representative discussed the use of manual supplies until the new device arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.